Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown but the customer stated possibly overcorrecting by delivering multiple boluses. Food was consumed to treat bg level.